Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA component code of g05006 was submitted. It should have been g04044. Additional information was provided in b.2., b.5., d.1., d.2., d.3., d.4., h.3., h.6., and h.11. Based on information received following submission of the initial report, suspect was updated to cartridge from injector. No reports are required on the cartridge product since the reported complaint description (tip bent with no patient contact) does not qualify for reporting as a reportable malfunction as per definition. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that it was believed to be the injector (cartridge), was a little plastic pipette tip looking thing, mostly just looks like some sort of tip not a full injector piece. There was no patient contact with the device.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, lens was wasted. There was no patient incident or patient contact. According to the clinical team, it was initially thought to be a folding technique issue, but it ended up being a bent injector. A new unspecified instrument and lens were opened, and the procedure continued without issue. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).